Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, the challenging anatomical conditions were the result of the failure to advance and the difficulty to remove from the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, non-calcified right coronary artery. The hi-torque proturn guide wire failed to cross the lesion due to the anatomy. Resistance was then met with the anatomy during removal. A new non-abbott guide wire crossed the lesion to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.